Manufacturer narrative:
A suction issue can be associated with several issues including but not limited to: vacuum issue, blocked or leaking patient interface (pi), a non-conforming patient interface (pi) , patient movement, patient anatomy, or improper docking. The customer indicated that the suction loss may have been cause by patient movement. However, as there are multiple contributing factors to a loss of suction and there was no reported service requested or performed on the system for this event. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported suction was lost during the primary incision of a laser assisted cataract procedure of the right eye. Reporter was unsure why suction was lost, and indicated possible patient movement. The surgeon decided to abort the laser portion, and manually make required the incisions. Once in the operating room, the surgeon noted the laser had performed a partial capsulotomy. The surgeon then proceeded to manually complete the capsulotomy , and indicated the capsule tore, requiring an anterior vitrectomy. Surgeon was still able to implant a multifocal intraocular lens (iol) as planned; however, it was a three-piece lens and not the single piece as originally planned.